Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer medwatch report (B)(4) forwarded by the FDA reports: "this is a direct laryngoscopy case. The laryngoscope was in the pt's mouth for lengthy period for procedure. The dr noticed the scope itself was getting hot. No burn noticed, but had the potential. We took the cord from the scope into a headlight box. We have brand new headlight boxes with new bulbs and higher intensity light. Suggested to turn down the intensity of the light which they did and the surgeon thought that this helped. Device malfunction, that is, the device did not do what it was supposed to do." Original intended procedure, direct laryngoscopy with biopsy.